Event description:
A nurse reported that following intraocular lens (iol) implant surgery, a patient developed endophthalmitis. The patient was treated with medications, referred to a retina specialist, and is expected to improve. The patient reports he could have accidentally hit or rubbed his eye and the implanting surgeon does not feel the lens caused the infection.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other similar complaints reported for this lot number. Additional information was requested 05/31/2007 by mail and fax. Additional information was received 06/05/2007 and 06/07/2007 by fax.